Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead presented to the emergency room because they were not feeling well. It was discovered the lv lead was oversensing atrial activity and inhibiting lv pacing. Lv pacing thresholds were 2.3 volts. A surface electrode and an x-ray were performed which confirmed a lead dislodgement. A lead revision was performed and the lv lead was successfully repositioned. No additional adverse patient effects were reported.